Event description:
It was reported that the pump touch screen is "foggy". Reportedly, the customer experienced blood glucose (bg) levels ranging from 30 mg/dl, to a value displayed as "high" (specific value not provided). Customer administered a manual insulin injection to address elevated bg, and low bg was addressed via consumption of carbohydrates. Reportedly, customer continued using pump for insulin therapy.